Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro winged shielded IV catheter, was noticed to be broken during unpacking. The following information was provided by the initial reporter: this is a report about a broken component of iagbc. The customer reported as follows: before use for a patient after unpacking, the hcp confirmed that the product was broken at the site between the catheter hub and the flash chamber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2022 h6: investigation summary bd received an opened 22 gauge insyte autoguard blood control pro winged device from lot 1336603 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was bent right above the needle hub. The needle cover was then microscopically inspected for scratches or damage to the needle cover that may indicate that the needle got caught on the needle cover. A dent was found on the inside of the needle cover and given the location of the dent, it was unlikely that this damage was created during manufacturing since the needle catching at that location would either lead to scratches on the needle cover or result in the needle cover not being placed at all. However, this did not dismiss manufacturing as a potential root cause but it does indicate that the defect may have originated during use. During manufacturing, the observed defect may be caused by a machine misalignment during insertion of the needle to the hub, needle lubrication, or transfer between stations. Additionally, during use, the needle may become bent if the needle tip gets caught against the needle cover. Unfortunately, since the device was received in an opened package the engineer could not differentiate between these possible root causes to determine an exact cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro winged shielded IV catheter, was noticed to be broken during unpacking. The following information was provided by the initial reporter: this is a report about a broken component of iagbc. The customer reported as follows: before use for a patient after unpacking, the hcp confirmed that the product was broken at the site between the catheter hub and the flash chamber.